Event description:
It was reported that this left ventricular lead exhibited sensing issues. Suspicions of oversensing and pacing inhibition were raised. Further evaluation of the patient was discussed. This lead remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).